Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of pain, anxiety-product/procedure and migration was received on may 28, 2020 with lot number 2799212. Analysis of the returned device identified; broken shell and others, missing shell (0-25%), red particles on the shell and underweight. A visual and microscopic analysis was performed which identified; striated broken on radius. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""pain," "experienced them bottoming out as well," and concern regarding the product". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported an unknown side of "pain," "experienced them bottoming out as well," and concern regarding the product. Healthcare profession reported left side rupture. This record will be for the left side. Device has been explanted.